Event description:
After implant of four 1 1/2" screws and two 1 1/2" pins in her lumbar sacral spine in 10/74, rptr experienced a bladder problem and increasing lower back pain, stenosis, and disability. She was again operated on (different surgeon, different hosp) in 1987, and is now "in trouble" again, since 1993. Presently, she is using a course of epidural steroid injections to discover the cause of her present limitations and pain.